Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 68.74 miu/ml accompanied by a data flag and this value was reported outside of the laboratory to the ER as 69 miu/ml. A nurse called to ask for the result to be verified. The sample was then run on an e601 analyzer where it resulted as 10000 miu/ml accompanied by a data flag. The sample was automatically repeated by the e601 analyzer at a 1:100 dilution, resulting as 136184 miu/ml. A corrected report was issued for the repeat value of 136184 miu/ml. The customer then repeated the sample on the original analyzer (e module serial number (B)(4)) on (B)(6) 2013, resulting as 10000 accompanied by a data flag. The sample was then automatically repeated at a 1:100 dilution by the original analyzer on (B)(6) 2013, resulting as 130007 miu/ml accompanied by a data flag. Both repeat values on the original analyzer and the e601 analyzer were believed to be correct. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 16758402 with an expiration date of 07/31/2013. The field service representative was not able to determine a cause. He performed instrument checks. The questionable sample was repeated by the operator multiple times with accurate results and the results compared with 2 other e modules. Results were acceptable.

Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality controls were within expectations. A general reagent issue was not obvious. Instrument checks did not show evidence of an instrument related problem. Further root cause analysis was not possible with the little amount of data provided. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.